Event description:
It was reported that the attempted implant of this right ventricular (rv) lead was unsuccessful due to the rv lead exhibited helix issues. It was noted that during lead insertion, the physician experienced difficulties to position. The physician opted to remove the rv lead. While extracting the lead, the helix fractured, and the physician opted to abandon the piece in the patient. The physician extracted the rest of the lead and successfully replaced it with a new lead. No additional adverse patient effects were reported.

Manufacturer narrative:
This report is being submitted to correct the device codes field (h6) in section h, device manufacturers only.

Event description:
It was reported that the attempted implant of this right ventricular (rv) lead was unsuccessful due to the rv lead exhibited helix issues. It was noted that during lead insertion, the physician experienced difficulties to position. The physician opted to remove the rv lead. While extracting the lead, the helix fractured, and the physician opted to abandon the piece in the patient. The physician extracted the rest of the lead and successfully replaced it with a new lead. No additional adverse patient effects were reported.

Manufacturer narrative:
This report is being submitted to correct the device codes field (h6) in section h, device manufacturers only upon receipt at our post market quality assurance laboratory, this lead was thoroughly inspected and analyzed. Visual inspection revealed that the helix was completely broken at the point where it exits the tip of the lead. The distal portion of the helix tip was not returned. The helix mechanism was not tested due to the break and dried body fluid in the helix housing. Testing was completed to assess lead electrical performance. Measurements throughout these tests were within normal limits. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to position the lead caused the helix to break.

Event description:
It was reported that the attempted implant of this right ventricular (rv) lead was unsuccessful due to the rv lead exhibited helix issues. It was noted that during lead insertion, the physician experienced difficulties to position. The physician opted to remove the rv lead. While extracting the lead, the helix fractured, and the physician opted to abandon the piece in the patient. The physician extracted the rest of the lead and successfully replaced it with a new lead. No additional adverse patient effects were reported.